Manufacturer narrative:
The lens was not returned for evaluation. A device history record(DHR)review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for this report event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed blurred vision and had anterior lens vaulting around 3 months after the surgery. Posterior capsule opacification and progressive fibrosis at haptic especially under medial plate observed under surgical monoscope. Lens reposition was done at 90 degrees and used a capsular tension ring. The lens was explanted and replaced with a sutured in sulcus lens by another surgeon.